Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: instrument sedi 40 00154 was returned to the manufacturer for service with respect to the reported defect ¿ not mixing. The instrument was evaluated by visual examination and functional testing and the mixing motor was found to be faulty. This motor was replaced.

Event description:
It was reported when using the bd sedi-40 there was a hardware / software malfunction for esr instrument.the following information was provided by the initial reporter. The customer stated: the device "doesn¿t want to start mixing. Sometimes when mixing starts it stop in the middle of mixing process. There is a broken tube cover."